Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during priming of the centrimag circuit of the centrimag console, the motor drive did not start. The cable was removed and reconnected but the issue remained. The motor drive remained off. MFR # 2916596-2024-00728

Event description:
Additional information was received that the motor showed "motor drive not connected". The motor drive was exchanged and the issue resolved. The issue occurred during priming of the circuit before connecting to the patient.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with the incorrect 10 digit fei: 0002916596-2024-00729. The MFR number should have had the 10 digit fei be 3003306248. Manufacturer's investigation conclusion: the reported event of the centrimag motor being unable to start and a motor alarm was not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the european distribution center and was found to fully function as intended, even when the motor¿s cable was manipulated by hand. The serviced and tested motor was returned to the customer site after passing all tests per procedure. No log files were associated with the reported event. Per additional information, the issue resolved upon exchanging the centrimag motor. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m2 and other motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.